Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to dislocation. Doi: (B)(6) 2021 - dor: (B)(6) 2021, (unknown side).